Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. The patient¿s wound was cleaned and antibiotics were prescribed to resolve the reported event.